Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during surgery, the suture of the novostitch cartridge dropped from the upper jaw where the suture pulls out of the meniscus. The suture was retrieved by using grasper. A backup device was available to complete the procedure with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
E1: address information added. G2: user facility added. H3, h6: the affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. A suture drop (failure to capture the suture in the upper jaw of the device) potential causes including technique error. Technique issues that may contribute to suture drop issues include the following potential causes. If there is too much space between the upper and lower jaw when the needle is deployed, the needle may miss the suture trap in the upper jaw resulting in a distal suture miss. Similarly, if the device is ¿double clutched¿ during needle deployed, the suture may drop and not reach the suture trap. A suture drop may also occur if the orange handle is not clamped while exiting the knee. The instruction for use outlines precautionary statements and instructions in regard to the use of the device to avoid damage or non-functionality. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. The instruction for use outlines precautionary statements and instructions in regard to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. Internal complaint reference: (B)(4).